Event description:
A customer reported that the quick bolus/wake button on the pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to remove the pump from its case and attempt a more direct pressing method, but the issue persisted. As a resolution, technical support arranged for a pump replacement and confirmed the customer would use an alternate insulin delivery method to avoid interruption. The customer was instructed to return the faulty pump in storage mode with a pre-paid label.